Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. This is an ancillary service event. Visual inspection, power on self-test and battery testing were performed. During power on self-test the low battery alarm was found; the cause of this was a depleted battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a low battery alarm. There was no patient involvement. No additional information is available.